Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2010 due to fracture of the patella after the patient experienced a fall. The patella was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01397 / 01398).